Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix posterior mesh. Later the patient experienced worsening rectocele, vaginal pain, burning, bowel problems, tenderness in the posterior vagina, abdominal pain with bowel movements, trace leukocytes on urinalysis, urine stream comes out straight, fecal incontinence and large enterocele. Estrace cream, antibiotics and amoxicillin were prescribed.